Event description:
During a transfemoral tavr procedure, a 29mm sapien xt valve was positioned 50:50 aortic/ventricular (a/v) and landed 70% ventricular due to poor coaxial alignment. Imaging showed only mild paravalvular leak (pvl). The patient¿s blood pressure did not recover after pacing and a pericardial effusion was noted. The aortic root shot revealed an annular rupture. A 2nd valve was deployed in an attempt to seal the rupture, however, the patient¿s condition deteriorated and he expired on the table. The annular rupture was attributed to bulky calcification on the left coronary cusp (lcc). Per report, the cause of death was annular rupture. No autopsy will be performed. The aortic annulus diameter measured 24mm x 31mm by CT with moderate/bulky calcification.

Manufacturer narrative:
(B)(4): per the instructions for use (IFU), device malposition requiring intervention and cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the poor coaxial alignment may have caused or contributed to the too-ventricular position of the valve post deployment. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien xt valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, it appears that the annular rupture was caused by the lcc bulky calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.